Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed a food bolus, and discovered that the insulin on board (iob- active insulin in the body) was 10 units after the bolus had been delivered, which was more than the customer intended to deliver. Reportedly, the customer entered an incorrect number into the bolus menu. The customer called tandem technical support for assistance with cancelling the bolus request. The customer's blood glucose (bg) level was 70 mg/dl, at the time of the reported event. Tandem technical support educated the customer on iob, and that it reflects the insulin that has already been delivered. The customer acknowledged the information, and confirmed that food would be consumed to prevent an adverse event. During a follow-up call, the customer reported bg level was monitored and the customer was doing "fine" as carbohydrates were consumed to control bg level.